Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the health care professional (hcp) could not complete an interrogation of this implantable device. The field representative could not provide any additional information. Due diligence has been completed. Evidence is suggestive this device remains in service. No adverse patient effects were reported.